Event description:
It was reported the patient presented remotely. Upon review of transmission, it was observed the patient had received inappropriate antitachycardia pacing and shock for a non-ventricular tachycardia rhythm. No intervention was performed on the device, but patient was told to continue taking their medications related to the non-ventricular tachycardia rhythm the patient was stable throughout.